Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. No cosmetic damage noted.

Event description:
Customer reported she was setting up the insulin pump she just received and the device alarmed motor error. Customer stated she was filling the cannula when the device alarmed. Customer reported his blood glucose was in the 220 mg/dl range. Customer stated she was on back up plan during the event. Customer stated the device alarmed again when customer was trying to bolus. Customer's current blood glucose was 180 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.